Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump as backup, was instructed to place malfunctioning pump in storage mode, and was advised to re-enter pump settings and reconnect continuous glucose monitor in replacement pump.